Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a watchdog test failed error code (100b). There was no patient involvement when the issue occurred. There was no patient or user harm reported. A philips remote service engineer noted that the error code was confirmed. The device was sent to the bench service for evaluation and repair.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. The quote provided to the customer was cancelled. No further details could be obtained regarding the event, and no further actions were performed by philips. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Manufacturer narrative:
It was reported that the service engineer replaced the motor control board to resolve the issue. The device passed all testing and was returned to service.

Manufacturer narrative:
Initial report's b5 should have stated: philips received a complaint from the customer, reporting that the v60 ventilator displayed a watchdog test failed error code (100b). There was no patient involvement when the issue occurred. There was no patient or user harm reported. A service engineer (se) reported that the device was evaluated, and that the error code (100b postwatchdogfailed 2) was confirmed during boot up of the device. The se noted that the motor control board would need to be replaced. The device was sent to the bench service for evaluation and repair.